Event description:
It was reported that when attaching the extension tubing with the strain relief, the latch of the former became loose, unable to be engaged firmly. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to securely attach the connector is inconclusive due to poor sample condition. One photograph of a 4 fr groshong nxt two-piece connector assembly was provided for evaluation. The catheter is not shown, and the connector is not assembled. No apparent damage is visible on the locking arms and metal stem. The condition of the compression sleeve could not be inspected from the image provided. Based on the information provided, possible contributing factors premature advancement of the compression sleeve and catheter bunched during assembly. Since the reported issue could not be confirmed from the image provided, the complaint remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy1863 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when attaching the extension tubing with the strain relief, the latch of the former became loose, unable to be engaged firmly. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed; however, the exact cause is unknown. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed a very small amount of use residue on the returned sample. The connector pieces were returned assembled. A microscopic observation revealed the barbs of both locking arms of the proximal connector piece were broken off and missing. The break sites were observed to be mostly flat and granular with uneven distal edges. While the broken off and missing barbs on the locking arms of the proximal connector piece prevented proper assembly of the connector pieces, it is unknown how, when, or where the barbs were damaged. Possible contributing factors include instrument damage, excessive force during assembly of the connector, and twisting of the connector pieces during assembly. H3 other text : device evaluaton findings are in the manufacturer's narrative.

Event description:
It was reported that when attaching the extension tubing with the strain relief, the latch of the former became loose, unable to be engaged firmly.